Event description:
Reporter indicated that the site's dell handheld computer screen became frozen during interrogation. The issue resolved with a soft reset.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.